Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any alarms around event date. The adapt tool did not record relevant alarms around event date to confirm failure code. No delivery alarms that may have occurred in the past or during the complaint call. Unit functioning properly. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit may have had an intermittent failure not detected during our testing. Unit received with cracked case (battery tube) and cracked battery tube threads. In conclusion customer concerns were not confirmed. Unit functioning properly during testing. Unit may have had an intermittent failure not detected during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 452 mg/dl and reported infusion flow blocked.  Troubleshooting was performed and found that the insulin did not exit the tubing with manual prime and it was unknown whether the customer had been using the insulin pump system within 48 hours and the status of the auto mode feature.  No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis. Frn-mmt-332a-rsvr, unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.